Event description:
A past high blood glucose event was reported by the customer, with the specific highest bg value displayed as "high" but unknown. Cause was not known. The customer managed the situation by administering a correction injection via multiple daily injections. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.